Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the asymptomatic patient presented win clinic. Upon interrogation, the implantable cardioverter defibrillator exhibited a long charge time. Capacitor maintenance was noted to be normal. No device intervention was reported. The patient was stable.